Manufacturer narrative:
Investigation: the components were analyzed visually and microscopically. The case was discussed with an sme from the marketing department. Wear abrasion and bone residues can be found on different locations at the stem. Furthermore the ball head shows partial damage and scratches at outer surface as well as on the front face. Dull and shiny areas can be found on the outer surface of the ball head. The cone of the stem shows typical signs of usage, which originated from the impaction of the ball head during the primary surgery and the removal during revision surgery respectively. Furthermore the turning marks on the whole cone are still unimpaired and show no increased wear nor abrasion. Additionally a black staining of unknown origin can be found. The cone of the ball head shows the same signs of usage as the cone of the stem. The turning marks shows no increased wear nor abrasion. Black staining of unknown origin can also be found on the cone of the ball head. The edge of the pe-insert within the metal shells shows slight damages. Furthermore, on the opposite side of the pe-insert, a distinct abrasion can be seen. In this area, small metal debris can be found. Abrasion can be found at outer surface of the screw-cup. On the provided x-ray pictures, the loosening of the metal shell can be seen. Batch history review the device history files have been checked for the components and found to be according to the specification valid at the time of production. There is no indication of a manufacturing error or material defect. Rational the mentioned wear marks on the stem occurred most likely due to the loosening of the stem. However, it can not be decided clearly if the marks occurred prior or during the revision surgery. The scratches on the ball head originated most likely from the revision surgery, when the ball head was removed from the stem. The turning marks at the cone of the stem and the ball head do not show any abnormal wear or metal abrasion. Metal abrasion can be found at the outer surface of the screw cup. Its possible that the loosening of the screw cup (triggered by a osteolysis, stated in the surgery report dated (B)(6) 2017) led to a metal abrasion. The released metal debris got into the bearing between metal head and pe-insert. Therefore third-body-wear have led to a slight abrasion of the ball head which finally resulted in the mentioned metallosis. Corrective action no CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: germany. It was reported that a massive metallosis occurs. The acetabular cup is completely loosened from the situs. The shaft is still loosened at its dorsal peen otherwise. The massive metallosis is histological confirmed. There are abrasion marks on the isodur prosthesis head-connection. Septic loosening excluded. Components in use listed as concomitant devices are: nk530k / isodur prosthesis head, nh452t / screw cup sc size 52mm, nk514t / bicontact s plasmapore 12/14 size 14mm.